Event description:
It was reported that the pk dissecting forceps instrument's tips were not closing properly during central processing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of tips not closing properly; however, findings revealed a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Electrical continuity passed. The instrument has 1 use remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.